Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump stopped working and buttons are not responding. Customer's blood glucose level was 260 mg/dl. Customer states insulin pump was alarming but not able to see what alarm it is, act button was not working. The insulin pump will be returned for analysis.